Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted due to noise and possible fracture at tie down sleeve. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 27.5 cm distal to the is-1 connector pin into two fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found abraded through approximately 21.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, a ligature mark was found 24.5 cm distal to the is-1 connector pin. However, no fracture was found from tightening the suture sleeve. Additionally, a deformed rv shock coil and fixation helix were found, these deformations probably resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.